Event description:
It was reported by service report that the brakes would not engage, and the pedals were jammed on both sides. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning brake crank assembly.